Event description:
The customer reported that the spectrum pump has system error 322 alarms. The device was from the ICU. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
MFR ref no: (B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.